Event description:
It was reported during a grafting procedure, stent damage occurred. The target lesion was located in the veneus graft. A guidezilla extension catheter was placed then a 3.5x16mm promus premier stent was advanced within the guidezilla. Resistance was encountered during advancement and the stent became stuck. The promus premier stent was removed and it appeared that the promus premier stent was damaged. The same guidezilla extension catheter remained in place. The physician used a 2.0x12mm balloon to dilate the guidezilla then advanced another promus premier stent to complete the procedure. No patient complications were reported and the patient is doing okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged at the distal side. Struts on the two most distal rows were flared and pulled outwards. Strut rows in the middle section of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip was severely flared at the same side as where the damage to the stent was most severe. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use states; "the promus premier everolimus-eluting platinum chromium coronary stent system is indicated for use for native coronary artery lesions¿. However, the complaint states this device was attempted to be delivered to a non-native vein graft. The most probable root cause is considered user related. (B)(4).

Event description:
It was reported during a grafting procedure, stent damage occurred. The target lesion was located in the venous graft. A guidezilla extension catheter was placed then a 3.5x16mm promus premier stent was advanced within the guidezilla. Resistance was encountered during advancement and the stent became stuck. The promus premier stent was removed and it appeared that the promus premier stent was damaged. The same guidezilla extension catheter remained in place. The physician used a 2.0x12mm balloon to dilate the guidezilla then advanced another promus premier stent to complete the procedure. No patient complications were reported and the patient is doing okay.